Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned by the medical facility.